Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used for a hemostasis treatment in the stomach of a (B)(6) male pt on (B)(6) 2009. According to the complainant, during the procedure, the device would not deploy the band. The procedure was completed with another speedband superview super 7 multiple band ligator device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis, but the failure analysis has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).